Event description:
The customer reported that there were no images on the left monitor. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. Connector pins were replaced and a plug was repaired. The monitor needs to be replaced. No further service information was provided. The system was tested and found to be working as intended and put back into service.